Manufacturer narrative:
Based on the limited information available, haemonetics has determined that the acute, severe hypotensive episodes in close proximity to transfusion would suggest the possibility of leukoreduction filter-triggered events. These episodes are unusually severe for this type of reaction. Hypotensive reactions associated leukoreduction have been linked to beside (not pre-storage) leukoreduction. It is possible that the patient has some type of predisposition that presents for this type of reaction. The history in question raises the possibility for the filters contributing to the hypotension but it does not prove causality. References: heme et al. Transfusion 1996; 36: 904-9. Abe et al. Transfusion 1998; 38: 411-412.

Event description:
On october 2, 2017 haemonetics was made aware of the following information related to multiple transfusion reactions: on (B)(6) 2017 a (B)(6) year old male with septicaemia was given a transfusion of ffp through a lps2e leukocyte filter. Within minutes the patient's blood pressure dropped from 149/86 to 40/20. The plasma was stopped and adrenaline given. The patient's blood pressure returned to normal. The patient was also given solu-cortef. Later that evening the patient was given fdp with no problem. On (B)(6) 2017 at 12:50pm the patient was given red cell concentrate through a rc leukocyte filter. Within minutes the patient's blood pressure again dropped to 40/20. The blood transfusion was stopped. Adrenaline was given. The patient's blood pressure returned to normal. On (B)(6) 2017 during the afternoon, the patient was given platelets through a pl3vae leukocyte filter. Within minutes the patient's blood pressure dropped to 40/20. The platelets were stopped. Solu-cortef was given. Blood pressure returned to normal. At 22:30 the patient was given a transfusion of 2 units red cell concentrate using a sq40 microaggregate filter with no adverse effect.